Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed scraped off forceps cap issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors or handling of the device. The event may be detected by following the instructions for use which state: ¿chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". ¿inspection of endoscope¿ ¿1. Confirm that there are no large scratches, deformations, or other abnormalities on the external appearance of the operation part or connector part¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the air/water flow system on the visera tracheal intubation videoscope had air/water flow issues. During testing and inspection of the returned device, the forceps channel port was shaved. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking due to a cut on bending section cover, and water tightness was lost. Additionally, the evaluation revealed the following findings: adhesive on bending section cover had a chip, connecting tube had a dent, connecting tube had a scratch, connecting tube had a wrinkle, control unit had a scratch, control unit was deformed, due to wear of angle wire, bending angle in the upward direction did not meet the standard value, grip had a scratch, switch box had a scratch, universal cord had a scratch, upward/downward plate had a scratch, universal cord had a scratch, universal cord had a dent, universal cord was deformed, video connector case had a crack, video connector case had a scratch, label on light guide connector was peeled, light guide connector had a scratch, light guide-cover glass had a scratch, protector of the video cable section had a scratch, video cable had a scratch, and the angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.